Manufacturer narrative:
A ge service representative performed an on site investigation. The filmer energy chain was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 2800 system would not expose and the filmer was stuck. No pt injury was reported.